Manufacturer narrative:
Additional information: h3, h4, h6 and h10 h10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician performed a visual inspection and found the ultrafilter leaking. The technician did not report any further evaluation of the ultrafilter device. The reported condition was verified. Since no further evaluation information was received, the cause of the condition could not be determined; however, based on previous investigations the most likely cause was due to a crack in the housing nearby the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced undetectable blood pressure, diaphoresis, and ¿difficult to respond¿ when connected to a u9000 ultrafilter set. One hour into hemodialysis therapy via an ak 96 machine (which does not have a leak detector), the patient¿s blood pressure showed no readings, and the patient was noted to have a ¿large amount of sweat¿. The patient was treated with glucose (route and dose not provided) which is not commonly used to treat hypotension nor to preclude serious injury. After an unspecified amount of time the symptoms diminished. Then at an unknown time during dialysis therapy, an engineer noted an external fluid leak. Treatment was immediately stopped, and the patient was weighed. The results were ¿not meeting expectations¿. The machine was swapped, and therapy was completed without further incident. No further information was available at the time of this report.